Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, inappropriate low voltage output issue and auto mode switch episodes were observed on the device. Patient has a history of ventricular tachycardia and pacemaker mediated tachycardia (pmt) and it was reprogrammed in the past. Programming changes were recommended. No further information available.